Event description:
The customer tested on contour and received a blood glucose reading of 30 mg/dl. He then retested using an elite meter and received a reading of 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. Troubleshooting showed the system to be working as designed. The customer was satisfied, and no product will be returned for eval.